Event description:
It was reported to tyco healthcare. Kendall that a customer was having a problem with insulin syringes. The complaint form states that a customer has broken insulin needles off in their arms and thighs 20 times. According to the report the customer was able to get all the needles out without seeking medical attention.